Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted on (B)(6) 2017. Patient's mother reported that patient will "feel a bit funny" and look and their cgm and it read 386 mg/dl, while the finger stick (fs) blood glucose (bg) value was 55 mg/dl. Patient's mother reported that the emergency room checked too and "determined it was way off." No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to statement "dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted on (B)(6) 2017." Date received by manufacturer - correction to initial MDR, date should be 01/24/2017.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted on (B)(6) 2017.